Event description:
It was reported that after an unknown procedure, the patient discovered clips had been placed. Allergic to clips, allergic to nickel. Patient passed out, fainted and stopped breathing. Patient experiences fever and rash.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information was requested and the following was obtained: "I am trying at this moment to get to a hematologist and have some more blood work done to check for toxicity" . "I had a CT scan on (B)(6) 2024 after the surgery, that is when and how I found out that they were inside of me!!! And I had another CT scan on (B)(6) 2024....I had a titanium blood test in may to get a baseline. I have recently started getting white "spots on my toenails. This has never happened before, in my whole life!! I have asked for metal toxicity blood test and a meslisa test" attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2024. D4: batch # unk. Additional information was requested and the following was obtained: "it was liver cancer surgery, they removed portions of my liver, and did not test me or tell me that I would have upward of 23 to 40 clips inside my liver!!" "I am not sure if I am allergic. I have been complaining of nausea, pain, low blood pressure, and there is new fluid inside of me where the clips are sitting that he will not or cannot explain, I had a rash and itching from time to time since they were implanted. The doctor only says I should not be having these symptoms, and he cannot help me! Note: I never had these symptoms before this procedure." "The procedure was liver surgery. There are upward of 20 to 30 clips inside my liver. I have repeatedly asked md anderson for the product so that I can have metal allergy testing done, since they did not testme before they put them in me" "I have had a rash and itching on my right side (that has subsided), nausea, upset stomach, I had fevers (not now) white spots on several of my toenails and my hair is falling out. I have constant pain on my right side (where they clips are) and the doctor has no explanation for the pain, nor will he acknowledge that it could be due to allergic reaction! I do not know if any of this is an allergic reaction, but I did not have any of these symptoms before the surgery." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.